Manufacturer narrative:
Analysis of the pump found a reliability non-conformance of the pump motor with gear train anomalies of corrosion and-or wear and-or lubrication and stall due to shaft-bearing. Per the logs, the pump was infusing morphine (5.0 mg/ml at 2.7554 mg/day) and baclofen (250.0 mcg/ml at 137.77 mcg/day). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The devices were returned without any documentation of an allegation or information and underwent routine analysis. Per the logs, the pump was infusing morphine (5.0 mg/ml at 2.7554 mg/day) and baclofen (250.0 mcg/ml at 137.77 mcg/day). The indication for use was noted as spinal pain and head/neck (non-malignant pain). No patient symptoms were reported.